Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net. Upon review, automatic mode switch (ams) episodes showing the patient was experiencing a slow vt rhythm was noted. Programming changes were suggested and no intervention was performed as the patient was not seen in clinic yet. No further information is available at this time.